Event description:
It was reported that the user experienced hyperglycemia while using the ilet and dexcom system when the pump cartridge was empty, which the user initially misattributed to a low-battery alert and did not take action. The user¿s glucose rose to 400 mg/dl and normalized after the user changed supplies. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and patient education regarding alert interpretation and supply management. Investigation of this case revealed high glucose associated with user not acknowledging low and out of insulin alerts or reverting to alternative therapy, with the device functioning as designed by issuing alerts. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling, specifically failure to respond to cartridge-empty alerts.